Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, "errhwbtt" was displayed on the receiver. No additional event or patient information is available. No product or data was not available for evaluation. Confirmation of the error icon is undetermined. The probable cause could not be determined.